Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that during use on a pt an 840 ventilator was giving inaccurate oxygen readings. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen (o2) sensor. The unit passed extended self-testing.